Event description:
It was reported that a thrombus occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. Smoke like echo was observed before the procedure and smoke was severe during the procedure and blood speed in laa was below 10mm. Atropine sulfate was administrated via intravenous injection (IV) but smoke did not resolve. Wait and see approach was taken with heparin control during the procedure and saline introduce from pigtail after laa approach. The patient did not experience stroke or thrombosis embolism and the implant location of the device was slightly distal side. There was space at the left superior pulmonary vein side on the angiographic image of the laa. The physician decided to place the closure device at slight distal side. Additionally, the patient was on warfarin with an international normalized ratio (inr) between 2.4 along with clopidogrel and aspirin prior to procedure. The same medication regime was followed post procedure. The patient was discharged from the hospital. In (B)(6) 2020, the patient presented for their 6-month transesophageal echocardiography (tee) follow up which revealed a device related thrombus. (Drt). The patients medication regime changed to rivaroxaban and aspirin. The patient will be monitored and continue taking medication orally at home. It was further reported that this is a duplicate report for the same patient as MDR# 2134265-2020-18711. This will be the complete record. As of (B)(6) 2020, the patient has made a fully recovery.

Event description:
It was reported that a thrombus occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. Smoke like echo was observed before the procedure, smoke was severe during the procedure, and blood speed in the laa was below 10mm. Atropine sulfate was administrated via intravenous injection (IV) but the smoke did not resolve. A wait and see approach was taken with heparin control during the procedure and saline was introduced from the pigtail after laa approach. The device was implanted successfully slightly distal side with complete laa seal. The patient was discharged from the hospital on warfarin, clopidogrel, and aspirin. In (B)(6) 2020, the patient presented for their 6-month transesophageal echocardiography (tee) follow up which revealed a device related thrombus. (Drt). There was no change in the device seal. The patients medication regime was changed to rivaroxaban and aspirin. The patient had no symptoms and will be monitored.